Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified below the knee vessel. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to dilate the lesion. Upon the 1st inflation at 10 atmospheres for a duration of 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a 2.0-20 coyote nc balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).